Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The stapler logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: the sureform 60 stapler instrument (part #480460-09 , lot# l92211004-0293) had no errors related to the reported complaint as per the logs. There were 7 clamping/firing events with one black and six blue sureform 60 stapler reloads. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient developed a post-operative a staple line leak that has required multiple hospitalizations. At this time, the cause of the patient¿s post-operative complications is unknown.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient experienced pain and discomfort due to a leak at the staple line (date unspecified). According to the initial reporter, a sureform 60 stapler instrument was used with blue and black stapler reloads during the case. The patient has been hospitalized three times after undergoing the da vinci-assisted surgical procedure. However, the patient has not required any surgical intervention to address the leak. The patient is currently hospitalized. Intuitive surgical, inc (isi) has reached out to the surgeon to obtain additional information but has not yet received a response.